Manufacturer narrative:
H10: the device was returned to the manufacturer january 8, 2020 for evaluation. Device testing could not confirm the customer's complaint that the pump has air traveled through cassette into distal side of the line. The testing lab tested this pump with the non-serialized devices listed. The probable cause not found.

Manufacturer narrative:
Possible lot numbers for the concomitant plum set (4102122, 4015857, 4099967, 4099959). The device is expected to return to the manufacturer for investigation; it has not yet been received.

Event description:
The event involved a plum 360 device that allowed air to travel through the cassette to the distal side of the line and the event was not noted in the device history log. There was no report of patient harm.